Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer inadvertently entered blood glucose (bg) value in the units field when requesting a bolus. Subsequently, customer's bg level decreased to 32-33 mg/dl. Reportedly, control iq technology was turned off by customer's mother. Customer consumed dextrose, candy, and juice to address bg level. Reportedly, an ambulance was called, however, upon ambulance's arrival, customer's bg was stable; customer was not treated by paramedics. During troubleshooting, max bolus setting was changed from 10 units to 5 units.